Event description:
Boston scientific crm received information that this transvenous implantable right ventricular (rv) lead was determined to be fractured at the time of the normal device changeout. When the lead became exposed, the rv pace sense wire was visibly fractured, distal to the yoke. Impedances, thresholds, sensing were fine prior this time, with no change in dailies. It was suspected that the lead fracture may have occurred some time in the past when the patient had been carrying an outboard motor down a boat ramp, then fell and the motor fell on his shoulder right near the device. There were no reports of adverse patient symptom or impact on critical therapy associated with this observation.

Manufacturer narrative:
To date, information suggests that this rv lead was surgically abandoned and will not be returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. If new information becomes available, this report will be further evaluated and updated.